Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was returned and evaluated. Compound balloon rupture was noted and no other anomalies were noted during the visual examination. No functional testing was performed due to conditions of the device. As the compound rupture was noted during the visual examination and no functional testing was performed due to the device's condition, the investigation was confirmed for the reported balloon rupture and the investigation remains inconclusive about the reported balloon difficulty removing the sheath. A definitive root cause for the reported balloon rupture and balloon difficulty removing the sheath could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 08/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure for inferior vena cava stenosis and in-stent restenosis in the iliac vein via the femoral vein, the pta balloon allegedly burst in the body of the patient suddenly when the pressure was increased to 6 atm. It was further reported that there was difficulty in retracting the balloon through the introducer sheath following the balloon rupture and were retrieved as one unit. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure for inferior vena cava stenosis and in-stent restenosis in iliac vein via femoral vein, the pta balloon allegedly burst in the body of the patient suddenly when the pressure was increased to 6 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: the FDA rn number for the initial MDR was inadvertently submitted as 3006260740. The correct FDA rn number was (B)(4). H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was returned and evaluated. Compound balloon rupture was noted and no other anomalies were noted during the visual examination. No functional testing was performed due to conditions of the device. As the compound rupture was noted during the visual examination and no functional testing was performed due to the device's condition, the investigation was confirmed for the reported balloon rupture and the investigation remains inconclusive about the reported balloon difficulty removing the sheath. A definitive root cause for the reported balloon rupture and balloon difficulty removing the sheath could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure for inferior vena cava stenosis and in-stent restenosis in the iliac vein via the femoral vein, the pta balloon allegedly burst in the body of the patient suddenly when the pressure was increased to 6 atm. It was further reported that there was difficulty in retracting the balloon through the introducer sheath following the balloon rupture and were retrieved as one unit. The procedure was completed using another device. There was no reported patient injury.